Event description:
The customer reported that the system stopped working in the middle of a case and displayed an error 50. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply fuses were reseated. The system was then found to be operating as intended.